Event description:
It was reported that shaft break occurred. The target lesion was located in left anterior descending artery. A 3.50 x 12mm synergy xd drug-eluting stent was implanted. However, upon removal of the stent delivery system, the mid shaft fractured into two inside the patient. The fractured portion was pulled back into the guide and was completely removed from the patient's body together with the guide. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.50 x 12mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified multiple kinks and the distal shaft was stretched. There was a break in the distal shaft 4.5cm distal to the guidewire exchange port. There was no stent attached to the balloon as it was implanted. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The target lesion was located in left anterior descending artery. A 3.50 x 12mm synergy xd drug-eluting stent was implanted. However, upon removal of the stent delivery system, the mid shaft fractured into two inside the patient. The fractured portion was pulled back into the guide and was completely removed from the patient's body together with the guide. The procedure was completed, and no patient complications were reported.